Manufacturer narrative:
The console was field service at the user's facility. The console powered on normally. After the console self-test, it was found that the aiming beam was out of specification coming from the end joint on the articulated arm. The articulated arm was removed, and the laser deck was opened, and aiming bean alignment was performed. The articulated arm was re-installed but, the end joint was still out of alignment. Therefore, an arm alignment was conducted, and it was found that the m1 was out of position. Then, a positional and angular runout was performed. After the adjustments, the issue was resolved, and the console was within specifications. The reported complaint was confirmed. Therefore, a code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the alignment or aiming beam is way off. The treatment beam and the aiming beam were misaligned, the alignment issue was with the arm. In addition, the aiming beam was out of focus. There was no patient involved.

Event description:
It was reported that the alignment or aiming beam is way off. The treatment beam and the aiming beam were misaligned, the alignment issue was with the arm. In addition, the aiming beam was out of focus. There was no patient involved.